Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow-up in clinic, loss of capture was observed on the left ventricular channel. The physician explanted the lead and discussed implanting epicardial leads at a later time. The patient has been discharged.

Manufacturer narrative:
Analysis was normal. No anomaly was found.